Event description:
When the pt has been repositioned, the ventilator screen turned blank and a continuous alarm sounded, the pt was immediately placed on the ambu bag with 100% o2. The pt did not desaturate. The ventilator turned back on and then back off again. Respiratory therapy was notified and a new ventilator cas connected to the pt. The pt did fine.